Event description:
The reporter stated the surgeon attempted to insert cq2015a 19.0 diopter three piece lens. The plunger as it was advanced, went under the optic and the lens did not advance. Lens is stuck in the injector. There was no patient contact.

Manufacturer narrative:
(B) (4): evaluation results (other): visual inspection of the returned product found no visible damage to the injector. The lens was returned and visual inspection found the lens is stuck in the injector. A lens work order search was performed and no similar complaint was found within the same work order. There are two similar complaints found within the same lot number for the injector. Conclusions: based on the complaint history, lens work order search, lot number search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B) (4).